Manufacturer narrative:
The polarmap catheter was returned to boston scientific for analysis. Visual inspection revealed the device had a bend that has a partial break near the proximal connector. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
The polarmap catheter was selected for use during the cryoablation procedure to treat atrial fibrillation (a fib). It was reported that the catheter loop was found bent at the front and badly damaged upon opening the package. No damages were noted on the packaging. The device was replaced with a new one from the same model. The procedure was completed succesfully without patient complications. The device was returned. Analysis of the returned device reveled a break in the notional shaft.